Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon is stuck: vagina [foreign body in reproductive tract]. String came off [device breakage] . Went to remove, string came off and now the tampon is stuck [complication of device removal]. Case narrative: relative reported via phone that the daughter went to remove the tampon and the string came off. No serious injury reported.